Event description:
A surgeon reported one day following a glaucoma filtration device (gfd) implant procedure, fibrin was noted. The following day the fibrin had resolved with no treatment. One month following the surgery, the shunt was touching the iris. No harm was reported to the patient, the shunt remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation: no sample was returned; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed the device history record (DHR) for the bath was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturers release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).